Event description:
It was reported that this transgender patient implanted with an inflatable penile prosthesis (ipp) requested consultation regarding their device as the release valve "hooks more frequently" and creates a loud noise when releasing. It was also reported that the ipp "loses elasticity" when in an erect state. The treating urologist had previously also noted a cylinder aneurysm that does not affect function. No patient complications were reported. No further information is available at this time.